Event description:
Information received indicates, the bed has high ground resistance.

Manufacturer narrative:
The technician found the ground screw wire lug was stripped. The technician replaced the power cord plug to repair the bed.